Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, before firing the cartridge, there was a problem unloading the device as it was struck and there was a crack on the cartridge. The stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. The cartridge loading part broke off but did not fall into the patient¿s cavity and a new cartridge has been used to complete the case. There was no patient injury.